Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-03228.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-03228. It was reported the patient complained the scs stimulation cuts in and out and at times she cannot increase the amplitude. A sjm representative met with the patient and a lead impedance diagnostic revealed multiple lead contacts exhibited high impedance readings. The representative attempted to program the patient's scs system but was unable to obtain coverage of the patient's painful area. Follow-up identified the patient had her two scs leads removed and replaced with a different model lead. Reportedly, the patient has regained full stimulation therapy coverage of her pain area.